Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she was hospitalized with diabetic ketoacidosis and infection on (B)(6) 2015 and was in the intensive care unit at the time of the call. Blood glucose value at the time of the hospitalization was 500 mg/dl; reading during the call was 247 mg/dl. The customer stated she had 2 high blood glucose events before being hospitalized. The insulin pump passed the high pressure test. Customer stated the insulin pump kept alarming no delivery. During troubleshooting, it was found the cannula was bent. Customer was advised to monitor the insulin pump.